Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had an infection and sepsis. A revision was performed and this device and the right atrial (ra) lead were explanted. It was noted that it was difficult to remove the right ventricular (rv) and left ventricular (lv) leads; therefore, they remained implanted and were connected to the explanted device which was placed outside the body. Tachycardia therapy was programmed off. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had an infection and sepsis. A revision was performed and this device and the right atrial (ra) lead were explanted. It was noted that it was difficult to remove the right ventricular (rv) and left ventricular (lv) leads; therefore, they remained implanted and were connected to the explanted device which was placed outside the body. Tachycardia therapy was programmed off. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the patient later passed away. The physician did not suspect the infection and sepsis were related to the device system and did not feel the patient death was related to the device or procedure.